Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to charge and the device's defib output was out of spec. Complainant indicated that there was no pt involvement in the reported malfunction.